Event description:
Customer was hospitalized for high blood glucose levels on two separate occasions. Customer changed the infusion set two times prior to being hospitalized the first time. Troubleshooting was performed during the call and the insulin pump passed all required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.